Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h1; h2; h3; h4; h6, h10. Visual examination of the provided pictures identified explanted cup, bio-debris present, cannot be used to confirm the reported event. No picture provided of the reported fractured screw. Devices not returned, further analysis cannot be made. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4: it is unknown which screw broke out of the following: zimmer bone screw self-tapping 6.5 mm dia. 50 mm length. Part # 00625006550. Lot # j7598655. Zimmer bone screw self-tapping 6.5 mm dia. 40 mm length. Part # 00625006540. Lot # j7353484. Zimmer bone screw self-tapping 6.5 mm dia. 50 mm length. Part # 00625006550. Lot # j7598655. Zimmer bone screw self-tapping 30 mm length 6.5 mm dia.. Part # 00662406530. Lot # 66898809. Zimmer bone screw self-tapping 6.5 mm dia. 35 mm length. Part # 00625006535. Lot # j7426229. Zimmer bone screw self-tapping 6.5 mm dia. 20 mm length. Part # 00625006520. Lot # j7655712. Zimmer bone screw self-tapping 6.5 mm dia. 30 mm length. Part # 00625006530. Lot # j7545307. D6a: unknown day in (B)(6) 2024. D10: zimmer 50mm x 10mm thickness acetabular augment. Part # 00489405010. Lot # 66539774. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the devices being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the elderly patient was revised approximately 1 (one) year after initial implantation because she fell on her hip and one of the screws broke. The surgeon thought that it happened before the cup had got adequate fixation and because of her age, dislodged. The surgeon believes her age and fragility was the cause of her fall. Attempts have been made and additional information on the reported event is unavailable at this time.